Event description:
During routine primary hip surgery, the surgeon was doing a trial reduction using a +5mm femoral head trial on a 3x femoral neck trunion. As he was testing range of motion, the +5mm femoral head trial fell into the pt. The surgeon tried to recover the trial but it fell deeper into the pt's hip. He was never able to recover it, so it remains inside the pt. The surgeon felt that the trial femoral head was extremely loose, thus it was easy for it to separate from the trunion. Two other femoral heads (6084-0-128 and 6084-0-328) were also returned for evaluation.